Manufacturer narrative:
The insulin pump was returned for low battery alarm that was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due non-sleep anomaly software error. The insulin pump passed the self-test. No pump error 63 alarm during testing. No damage found on the keypad assembly during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received an error alarm during battery replacement and self-test. The alarm occurred twice during self-test. The customer's blood glucose was unknown. Customer declined the low battery troubleshooting. Advised customer the insulin pump will be replaced.